Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of tubing damaged / defective was verified base on visual inspection of the sample. Investigation of the tubing indicated that tubing had a small hole created a the same location of a kink in the tubing. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue is coiling and packing of the infusion sets.

Event description:
It was reported that unspecified bd¿ IV tubing had a hole in it and leaked. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. Event 2: it was reported that the IV tubing was leaking due to a hole near the tubing clamp. Verbatim: incident #2 can you describe the reported defect in detail? What happened? What was the cause? Who was involved? IV tubing found leaking on the floor, hole noticed in tubing near clamp. New IV prime set hooked with new bag. Are you able to provide a part no and batch no for the product reported? Not available. Can you provide the date(s) for the reported failure(s)? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No.